Event description:
The pump under-delivered. The pump delivered either 12 or 24 hours' of lipids over one hour while using a 30cc bd syringe. There was no patient injury or treatment associated with this event.